Event description:
I was using a rolling walker supplied by (B)(4). In normal use and without warning a leg of the walker broke into two pieces and the walker essentially collapsed. I was extremely fortunate that I had something nearby to grab onto and I did not fall or injure myself. I will try to attach photographs with this report but if the form will not allow please contact me so I may send them to you. The break is quite dramatic and you will be alarmed that something like this could happen. I must stress that I was using the walker in a completely normal fashion. I am (B)(6) and of normal weight. I am (B)(6) old and need a walker to ambulate. By definition this product would be used by such a person with the recognition that a failure of the product would likely cause serious injury. I wrote to carex customer service including a description of the event and photographs of the broken unit. I expressed my concern that there may be some design or manufacturing defect and invited them to analyze the breakage to see if there was an explanation. I also asked if they would replace the item. They had a rather curt and unsympathetic response that the unit was out of warranty so they were not going to do anything. They had no interest in looking at the unit. I spoke with a person in customer affair and she would not refer me to a supervisor. I would ask you to investigate this. For all I know this is a frequent occurrence or something you have already investigated. I fear if I don't speak up someone may be seriously injured. Typical walker, 4 wheels, handlebars, and can be used as a seat. Purchase date: (B)(6) 2014. The fact of the matter is...